Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with her daughter's insulin pump. The mother states they received a sensor error. The customer's blood glucose level at the time of incident was 338mg/dl. The customer's current blood glucose is 500mg/dl. The mother also states the sensor did not blink when connected to the pump. Troubleshoot was conducted. The customer is having the sensors replaced. The customer refused to troubleshoot for high blood glucose levels.